Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer performed displacement test and able to rewind the insulin pump. Customer reported that they failed during self-test. Customer reported that they had failed battery alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No failed battery alerts or power anomalies noted during testing, however pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).